Manufacturer narrative:
Insulin pump was received with button error alarm due to moisture damage on keypad traces. No moisture damage on electronic assembly or motor noted. Unit had cracked case at display window corner, cracked lcd window, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The buttons on the insulin pump were unresponsive. The insulin pump was exposed to sweat. Customer's blood glucose level was 193 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.